Event description:
After an implantation period of approx. 2 months, it was reported that the rv threshold was increased. It was observed that the suture sleeve on the rv lead was damaged.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a fractured suture sleeve and tight ligatures at the former position of the suture sleeve resulting in a deformed outer conductor coil (including a deformed inner conductor isolation) approximately from 20.5cm to 23cm distal to the is-1 connector pin. However, the inner insulation was found intact. A thorough analysis of the lead did not show any deviations which might have led to the reported incresead rv threshold. In particular the values measured during the electrical analysis were within the specifications. Cuts in the outer insulation were detected at the former position of the suture sleeve, which most likely resulted from the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.